Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns the device is part of the advisory for this model. Evaluation summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The longevity met 53% of expected battery life.

Event description:
It was reported that the device was replaced as it had reached recommended replacement time (rrt). The patient had received radiation therapy in the pectoral region but there were no other anomalies regarding the device. The reporter suspected premature battery depletion as the device had been implanted for less than 4 years. No patient complications were reported as a result of this event.